Event description:
During baxter's evaluation of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the constant upstream occlusion alarms, which were reproduced while running a loaded set. The upstream occlusion alarm was found to be caused by low ultrasonic readings with a fluid filled set. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The upstream sensor was replaced.